Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot#:p3g0211), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3b0032).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the  reporter, during an open lobectomy, when completing the lung fissure, anastomosis of upper lobe and middle lobe, once the stapler has been fired, a snap has been heard. It was very stiff to withdraw the blade, second reload was required, and once fired it was even stiffer to withdraw the blade and could not managed to fully reopen the jaws of the instrument, the stapler stayed stuck on tissue. Another stapler was used to dissect and staple below the original dissection.